Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups, gpos, rtos and gib batteries were evaluated and replaced. The voltage on ps1 power supply was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed communication error and locked up. There is no report of death or serious injury.